Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the patient's entire system was explanted on (B)(6) 2018 due to infection.